Event description:
It was reported per field service report: pump on pt: symptom - reported as "shut down on its own." Findings/action taken: actual report as "intra-aortic balloon pump not working, it lost the pt waveforms." Spoke to cath lab technician, he stated the system lost low level ECG. Performed functional check. System functional.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.